Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they had diabetic ketoacidosis. The customer blood glucose level was were unknown. The customer stated that they had taken the reservoir and did not do the load process correctly. The insulin pump will not be returned for analysis.